Event description:
It was reported to boston scientific corporation that an 8/10 dilator/sheath set was used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure the catheter of the device was split in the middle all the way through the shaft from the tip going down. No part of the device was left inside the patient. No patient complication has been reported due to this malfunction. The patient¿s condition was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
A visual examination was performed and the returned device revealed that the stylet was kinked and bent in several locations. One end was split in the middle and a part of it was detached. The split was consistent with being cut with something sharp, such as a scalpel. The detached piece was kinked and broken into two pieces. A small piece of the stylet was cut out from the split end. The sheath was kinked from the distal end. The inside of the sheath was examined and no sharp edges were identified. Based on all gathered information and investigation results, this complaint will be assigned with the most probable root cause classification of caused by other device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an 8/10 dilator/sheath set was used during a ureteroscopy procedure on (B)(6) 2014. According to the complainant, during the procedure the catheter of the device was split in the middle all the way through the shaft from the tip going down. No part of the device was left inside the patient. No patient complication has been reported due to this malfunction. The patient's condition was reported to be fine at the conclusion of the procedure.